Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,little bit of vaginal discharge, discomfort sitting ¿ prescribed vicodin. Not able to have bowel movements, if she is having bowel movements she feels like she has no control about 3 or 4 inches in from her rectum ¿ stitches are starting to come out at this point ¿ prescribed vicodin. Occasional sui ¿ diagnosed with anterior vaginal wall collapse, most likely secondary to the fact that the pelvic pressure has now realigned itself with the anterior vaginal wall causing this to now have some problem. She has about a grade 1 degree cystocele, not quite a grade 2 cystocele ¿ prescribed estrogen, considered pessary and an additional surgery. Pelvic pain and pressure, abdominal bloating, anterior vaginal wall prolapse, stress incontinence, suprapubic pain felt to be due to adhesions ¿ diagnostic upper gastrointestinal (ugi) double contrast and small bowel ((B)(6) 2006): there may be slightly diffusely narrowed loop of small bowel along with the distribution of the distal ileum. This may represent some chronic scarring/fibrosis ¿ scheduled for anterior vaginal colpopexy with anterior cystocele and transobturator taping. Underwent anterior colporrhaphy with mesh placement with avaulta, transobturator taping with uretex, cystoscopy, diagnostic laparoscopy and laparoscopy adhesiolysis for anterior vaginal wall prolapse, cystocele, sui and chronic abdominal pain. Occasional light vaginal spotting ¿ prescribed vicodin. Pain with intercourse. Underwent excision of mesh and oversewing of the vagina for mesh erosion from prior transobturator taping. Yes. Following the first mesh revision surgery, she had complications like feeling of something is rubbing, yeast infection, loose stitch, difficulty and pain with bowel movements, anterior mesh erosion and painful intercourse, urinary urgency, vaginal bleeding, suprapubic pain, stress incontinence in the interim from (B)(6) 2007 to (B)(6) 2012 for which she underwent additional revision surgeries as below,underwent freeing up of the anterior vaginal wall mesh, mesh take down and cystoscopy for anterior vaginal wall mesh erosion. Underwent radical mesh excision with anterior colporrhaphy for her vaginal pain, dyspareunia and mesh exposure.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone, or will undergo, corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).